Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for a left iliac artery stenosis (mural thrombus) using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) and a stent. A vbx device was implanted from the left common iliac artery to the left external iliac artery, and a stent (smart® 6 mm/100 mm) was implanted with an overlap of about 2 cm to the vbx device. On (B)(6) 2024, CT exam showed a collapse (highly flattened) of the vbx device at the left iliac artery bifurcation area. The distal part of the left external iliac artery was still expanded. On (B)(6) 2024, a reintervention was performed. The collapsed site was dilated by using a balloon (4 mm/40 mm sterling¿ balloon and 6 mm/40 mm shiden hp balloon) , and a stent (smart® 8 mm/80 mm) was additionally implanted from the proximal left common iliac artery to the left external iliac artery. The physician reportedly stated as follows: at the time of initial implantation, the procedure was performed under general anaesthesia. When the patient was woken up after the procedure, the patient moved violently. Presumably, some external pressure was applied to the vbx device at that time, resulting in the collapse of the vbx device. Reportedly, the patient's spine was curved.